Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 8 months, 1 day. Manufacturer's investigation conclusion: evaluation of (B)(4) confirmed a tissue like obstruction located in the inflow cannula. The patient was routinely transplanted and there were no reported alarms or adverse impact to the patient. (B)(4) was returned assembled with the pump cable severed approximately 6.5¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was returned and secured with the fully engaged cuff lock. The pump appeared to have been exposed to a fixative prior to receipt. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed a tissue-like ingrowth near the proximal edge of the textured surface of the inlet tube. Although a specific cause for the deposition and a duration of which it was present in the pump cannot be conclusively determined, it is unlikely to have contributed to any functional issue. No flow issues were reported during device therapy. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The device was cleaned, rebuilt, and functionally tested under load conditions. The pump was connected to and operated on an hm3 functional tester according to hm3 lvad calibration and functional test procedure. The device operated as intended and the retrieved data revealed normal pump power consumption and flow estimation that was within manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient received a routine heart transplant on (B)(6) 2019. Evaluation of the returned pump revealed inflow cannula thrombus.